Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient came to an unscheduled follow-up because he heard the patient alert every 4 hours (lia). The observation at the follow up was: much short v-v intervals and the counter goes up to the alert threshold. The other values were stable and in range since implantation. The right ventricular (rv) parameter was programmed to sensing path rvtip/rvring. When patient moves his arms, then some short vv-intervals could be seen on programmer screen. The physician decided to change the programmed rv sensing parameter to rvtip/rvcoil and takes the sensitivity threshold up to 0,6 mv (sensing was >15mv). Patient moves a lot after this procedure and no short vv-intervals could be observed. No patient complications were reported as a result of this event.